Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported that since implant, the most the patient can get was 2 coupling bars. It was reported they tried recharging with two different rechargers (insr) and got the same results. It was reported the ins was flush to the skin and tight in pocket near spine. Additional information received reported the was still undiagnosed. The patient was being sent for x-rays. Results were pending. No new reportable information.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the maximum coupling was 2 bars. It was logged the battery appeared to be flipped. It was noted an x ray was taken and they determined this was a flipped battery.